Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. Incident date not provided. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient injury.

Manufacturer narrative:
The customer has declined ge healthcare field tech service. No further information is available.